Event description:
Patient called and stated that she received a recall letter from walmart, stating that her devices were on the recall list. Patient hasn't had any adverse events from the device. Pt code: 4582. Device code: 1420. Ref reports: mw5180455, mw5180456, mw5180457.